Event description:
The customer was hosptialized for dka. The customer received an alarm and replaced out the pump batteries. The customer did not have a back up plan of injections at the time of incident. The customer was found vomiting. The customer was with a friend at the time of occurrence and contacted the local emergency response unit to assist the customer. The customer just started pump therapy and the customer was trained on the pump for a week prior to this incident. The cannula was found bent and outside the body when customer was hospitalized. Also, the customer was in a coma when admitted. No further details at this time.